Event description:
It was reported that a dissection occurred. A percutaneous coronary transluminal coronary angioplasty (ptca) was performed on the left circumflex (lcx) artery. Following predilitation with 2.50 x 12 and 3.00 x 10 non compliant (nc) balloons, a 3.50 x 20 synergy ii drug eluting stent (des) was deployed in the lxc. Following post dilatation with a 3.50 x 10 nc balloon, a proximal edge dissection was noted in the proximal part of the stent. A 3.0 x 20 synergy stent was deployed above the 3.50 x 20 synergy ii des to cover the dissection and complete the procedure. No further patient complications were reported in relation to this event. It was further reported that the 90% stenosed target lesion was located in the non-tortuous and non-calcified lcx. The lesion was predilated with a 2.5mm nc balloon and a 3mm nc balloon at nominal pressure. The lesion was post dilated with a 3.5 x 12mm nc balloon at 14 atmospheres. It was noted that there were no issues as the dissection was sealed.

Event description:
It was reported that a dissection occurred. A percutaneous coronary transluminal coronary angioplasty (ptca) was performed on the left circumflex (lcx) artery. Following predilitation with a 3 x 10 non compliant (nc) balloon, a 3.50 x 20 synergy ii drug eluting stent (des) was deployed in the lxc. Following post dilatation with a 3.5 x 10 nc balloon, a proximal edge dissection was noted in the proximal part of the stent. A 3.0 x 20 synergy stent was deployed above the 3.50 x 20 synergy ii des to cover the dissection and complete the procedure. No further patient complications were reported in relation to this event.